Event description:
It was reported that patient presented with an adverse event of infection, indicated by swelling and discharge at the pacemaker (PM) implant site. A pocket infection developed within one month following the PM implant procedure on (b)(6) 2026. The pacemaker (PM), right ventricular (RV) and right atrial (RA) leads were explanted. The patient was stable throughout.